Event description:
It was reported that shaft break occurred. A 3.0mmx60mmx135cm (4f) sterling balloon catheter was selected for use. During the procedure, the balloon broke off. The device was successfully removed. There were no patient complications as a result of this event.

Event description:
It was reported that shaft break occurred. A 3.0mmx60mmx135cm (4f) sterling balloon catheter was selected for use. During the procedure, the balloon broke off. The device was successfully removed. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the sterling device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that there were multiple kinks along the shaft. It was also noted that the device was in two pieces. Inspection of the remainder of the device presented no other damage or irregularities. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.